Event description:
On (B)(6) 2010, a doctor reported that a patient lost a sybronpro tl implant due to peri-implantitis and insufficient bone quality. In addition, the patient is a smoker which is a contraindication.